Event description:
Customer called and reported that the bact/alert classic instrument was emitting a burning smell. A bmx field engineer was sent to the site and discovered that the card cage in the cabinet and the power supply had caught fire. One fire was self-extinguished. No one in the laboratory was injured and there was no damage to the laboratory.